Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . G4: additional PMA/510(k) numbers k011028, k013227.

Event description:
It was reported that implant was removed due to allergic reaction. Patient was presented with missing teeth in the upper right 6, and a 4.710 implant was implanted after the examination, with good primary stability. Later, the patient reported pain at the implant location, and when he came to the outpatient clinic, he found that the patient had allergic reaction. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie received one (1) tsvwb10 (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. Fractured hex and screw identified inside implant drive feature. (Escalated). DHR review was completed for the subject lot number 63782720. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63782720 for similar events and no other complaint was identified. Review completed utilizing keywords: (complaint category keyword: ¿dental : medical : allergic reaction¿) the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was external factors, i.e., patient's condition. Therefore, based on the available information, a device malfunction did not occur. The implant had signs of use. No damage identified or signs of malfunction that would contribute to the event. The reported event was non-verifiable with all the available information provided. Infection is also a non-verifiable event. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.